Event description:
Pt underwent repair of aortic arch aneurysm on cardiopulmonary bypass. The catheter introducer was placed in the left femoral vein prior to the aneurysm repair. At close of procedure a retroperitineal hematoma was recognized. Pt expired on cardiopulmonary bypass.